Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. Customer reported changing the infusion set three times, but the alarm persisted. The customer also reported a bent cannula was the cause of the first no delivery alarm received. The customer stated the alarm occurred during a prime. The customer's current blood glucose was 323 mg/dl. Customer reported experiencing nausea from their high. Troubleshooting did not find any leaks or air bubbles present on the insulin pump. The customer also reported receiving eight no delivery alarms in the last three days. The insulin pump also passed a high pressure test during troubleshooting. The customer agreed to return the insulin pump for analysis.